Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life, cracks in casing on the sides of the pump, rejected new batteries, and the customer to rewind multiple times to finish process, had random unexplained no delivery alerts, and the battery cap was indented, and the pump buttons were less responsive and the transmitter malfunctions. The customer reported no adverse event. The event involved product(s) mmt-7811na, mmt-332a, mmt-378a, mmt-1780kpk. Troubleshooting was not performed. Customer reported a short battery life or a low battery alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported receiving a battery failed alarm. Customer reported a past insulin flow blocked alarm. Customer reported battery cap damaged. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-7811na. No product return is required for mmt-332a. No product return is required for mmt-378a. No product return is required for mmt-1780kpk.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No failed battery test or charge/battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thus. No alerts/alarms/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of jun 27, 2024 or two days prior. No abnormal rewind anomalies were, or alarms were noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: (B)(6) 2024 17:19:49.000 was found in the history files and traces. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and lcd assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Rewind anomaly was not confirmed. Prime/fill anomaly not confirmed. Failed battery test was not confirmed. Charge/battery lasts less than expected not confirm. No communication pump to transmitter (unresolved) was not confirmed. Unable to confirm battery cap cracked/damage due to receiving pump with no battery cap. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.